Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low. The blood glucose reading was 33 mg/dl. The customer treated with food and suspended the insulin pump for about three hours, and the blood glucose was brought up to 85 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to monitor the insulin pump and blood glucose and to follow up with a health care professional to discuss the possible causes of these issues. The insulin pump was not returned or replaced.